Manufacturer narrative:
Complaint (B)(4): no samples were received for evaluation. No customer pictures were provided. No material number was provided by the customer. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
Customer states tubes are underfilling. No further information received from the customer after multiple attempts.